Event description:
A dreamstation auto CPAP device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device, the service technician found evidence of visible foam particles inside the blower kit and blower foam degradation was also noted. Additionally, the device had scratched lcd screen, bottom enclosure was damaged and fragment in upper. The device was scrapped by the service center after the evaluation was completed. Then, device was returned repaired.